Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, upon inflating the cuff, air leaked. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received. This product is used in treatment. A visual inspection was performed and it showed that cuff presents a small cut. An inflation and deflation test was performed to the and it was observed the cuff deflated after a few seconds. The product does not meet specification. The failure mode of cuff leaked was confirmed. The product disposition is unknown. The fault was isolated to small cut in cuff, however no root cause was determined. This failure relates to the complaint event. The record from manufacturing lot was reviewed and ensure that product was released meeting all quality release specifications at the time of manufacture. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.